Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-81756.

Event description:
The customer reported a sensor error after initializing. The customer then stated that she was in the hospital due to high blood glucose levels, gastroparesis and hypertension. The customer also stated that she wore the sensor during an MRI scan. Troubleshooting was performed, and the sensor was functioning. Nothing further was reported.